Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/16/2020. Additional h3 investigation summary: complaint sample: one opened overwrap pack of complaint sample was received for product code nw843 lot v7013. Complaint sample comprises of two broken pieces of needle in which one small suture strands of attached to a needle. Suture material was inspected under 10 x magnification and multiple punching marks along with scratch marks observed were observed which indicating suture was handled with force. Broken needle piece was visually inspected under 10 x magnification and it has been observed that several user instrument marks and bent up appearance right at the bend and break area were observed. This indicated that the needle was grasped with force. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. From the above analysis, it is evident that there was no issue related to the needle & suture quality and processing of this incident lot. Retain sample testing: five retain samples of needle mrn -(B)(6) were retrieved for analysis. The needle retain samples were visually inspected for physical appearance like curvature, point, length etc. Attribute defects such as bend, cracked barrel and were found satisfactory. Bore diameter, wire diameter and bore depth test results were found to be meeting specification requirement. No defects were observed in the retain sample. These retain samples were tested for % stiffness & ductility and found to meet specification. As the complaint is related to breakage needle, stiffness and ductility test are applicable & measurable parameters. All the individual % stiffness values & ductility test values were found to be meeting individual in-house requirement. The above analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle broke off from the middle. There were no adverse patient consequences reported.